Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and is able to confirm the complaint of the trilogy evo internal battery. Pil visually inspected the suspect component for obvious defects and found none. This issue is caused when the customer performs a device software upgrade, but never confirms the upgrade on the device screen when prompted. No sleep events take place on the device after the software upgrade, which in turn causes the start/stop latch not to be reset. This results in a load on the internal and detachable batteries causing them to discharge to the perm fail threshold. This in turn generates the e-47 error. The e-44 error is caused by the internal battery being depleted.